Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing diaphragmatic stimulation from the left ventricular (lv) lead and that the lead was not capturing in all tested polarities. The lead was electrically abandoned. A lead revision took place the following week during which the lead was found to be fully dislodged and coiled in the device pocket. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.